Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
(B)(4).this report is filed (B)(4), 2011 - (B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.